Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis (fa), and fa confirmed and replicated the customer reported complaint. The harmonic insert was found to have a broken blade at roughly 0.430" from the base; the broken piece was not returned. The components adjacent to the broken blade did not show any damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the harmonic ace instrument broke at the beginning of the procedure and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with a backup harmonic ace curved shears instrument.